Event description:
It was reported by a customer on (B)(6) 2011, the fiber end fired and fiber tip broke at 24,191 joules. Also, it was reported, the fiber tip was retrieved. No pt injury was reported.